Event description:
It was reported that pump touchscreen became frozen and unresponsive, so customer was unable to interact with pump screen. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer used multiple daily injections to resolve the issue. A replacement pump was sent.